Event description:
A customer contacted beckman coulter inc (bec) stating that the no-foam line disconnected in the unicel dxc 600 pro synchron chemistry analyzer and spilled a small amount on the customer's hands. The customer washed it off and no treatment was needed. The customer also reported the gravity sump was not draining and low/high pressure low issues were occurring. No injury was reported for this event.

Manufacturer narrative:
Customer technical support (cts) advised the customer to clean the no-foam bottle and reconnect the tubing. A field service engineer (fse) was dispatched and addressed the hydro issue and replaced both of the pumps and adjusted the air pressure.